Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no relevant nonconformities were found. The reported "paralysis" from the patient was not confirmed by the physician. The device was explanted before the physician follow up appointment. There was no report of complication following the explant. De

Event description:
It was reported that the patient was experiencing paralysis from the right knee to right toes following implant surgery. The patient was given steroids and was planning to follow up with the physician. Concurrently, the patient had developed hives at the implant site. Testing showed that the patient was allergic to metal. The device was ultimately explanted. There was no further report of complications following the explant.